Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report 1627487-2018-03270. It was reported the patient's scs system was not providing adequate pain relief. Reportedly, one of the two lead was identified with high impedance values and the second lead was not in position to establish effective therapy for the patient. As a result, surgical intervention was undertaken to replace the ipg (ref. MFR. Report#1627487-2018-02576) and during this procedure the physician opted to explant and replace both leads to address the issues.